Event description:
The facility representative reported a colleague infusion pump with a "constant alarm." This condition had the potential to interrupt delivery. It is unknown when this condition occurred in central sterile. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a colleague infusion pump with constant alarms was confirmed and reproduced during evaluation. The cause of the reported problem was due to missing main batteries. The main batteries were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of constant alarms. However, during previous service on 6/3/2009 and 7/24/2006, the batteries and battery harness were replaced. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.